Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: one spike connector was provided to our quality team for investigation. The product was visually inspected. No damage or defects were observed within any of the device components. Functional testing was performed, including pressure testing, in attempt to recreate the reported event. During these evaluations, liquid passed through a syringe, injector, and the returned spike connector without issue, no leakages were observed between any of the connections and the product was verified to meet required specification. A device history review was performed for reported lot 2409213. No deviations or non-conformances were identified during the manufacturing process that could have contributed to this event. Retained samples of the reported lot were used for additional evaluation. All product was inspected. No damage was observed on any of the devices. Leakage testing was performed, no leakages were observed and all product was verified to meet required specification. Based on our quality team's investigation and given no leakage was identified within the returned product, a root cause related to the manufacturing process cannot be established at this time. To date, there have been no other similar events reported for this lot. Complaints received for this device and the reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
No additional information.

Event description:
This is a complaint about liquid leaked from c180j during use. It was reported that liquid leaked from the connection between the spike of c180j and the c35 connector during use. The leaked fluid is saline.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.